Event description:
It was reported that the patient claims that on (B)(6) 2026, the lower left side button broke off the device while she was sleeping. The patient did not suffer any harm, injury or adverse event; no medical intervention was required. The reported device is in transit to daybreak.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Patient race/ethnicity was reported as na. Manufacturer reference #:(B)(4).